Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation and analyzed the system error log. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.